Manufacturer narrative:
(B)(4).

Event description:
It was reported "when trying to pass the catheter dilator there is difficulty, so it is removed and the tip of the dilator is evidently open." There is no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported "when trying to pass the catheter dilator there is difficulty, so it is removed and the tip of the dilator is evidently open." There is no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate , the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results. Corrected data: section d.4. Unique identifier (UDI)# corrected from (B)(4).

Event description:
It was reported "when trying to pass the catheter dilator there is difficulty, so it is removed and the tip of the dilator is evidently open." There is no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The customer returned multiple components from a cvc kit and a lidstock for analysis. Signs-of-use were observed inside the dilator hub and on the guide wire surface. Image of the sample received. Visual analysis revealed that dilator tip was widened. Microscopic examination confirmed the damage and revealed white stress marks. It was also noted that the inside of the tip was frayed. Further analysis of the guide wire revealed a kink. The customer was contacted to confirm if they were aware of this additional damage; however, they did not provide a response after three attempts. The dilator length measured 100mm, which is within the specification limits of 95.2mm-108mm per the dilator product drawing. The dilator outer diameter measured 2.84mm, which is within the specification limits of 2.82mm-2.87mm per the dilator extrusion product drawing. The dilator inner diameter at the distal tip measured 0.9398mm which is within the specification limits of 0.9144mm-0.9652mm per the dilator extrusion product drawing. The kinking of the guide wire measured 530mm from the proximal weld. The guide wire total length measured 604mm, which is within the specification limits of 596mm-604mm per the guide wire product drawing. The guide wire outer diameter measured 0.793mm, which is within the specification limits of 0.788mm-0.826mm per the guide wire product drawing. The returned guide wire was inserted through the returned dilator. Despite the damage to the dilator tip, the guide wire was able to pass. Resistance was encountered at the location of the kinking on the guide wire. Performed per IFU statement, "use tissue dilator to enlarge tissue tract to the vein as re-quired. Follow the angle of the guidewire slowly through the skin". R & d stated that various factors could contribute to the observed damage to the dilator tip, including the manufacturing process and/or undue force applied unintentionally by the user. Due to the possibility that manufacturing contributed to this damage; they will further investigate this issue. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The report of a damage dilator tip was confirmed through complaint investigation. Visual analysis revealed that the dilator tip was widened and showed evidence of fraying. Despite the damage, all relevant dimensional and functional requirements were met, and a device history record review did not reveal any relevant findings. Based on the customer report, the sample received, and the comments from r & d, the root cause has not been determined at this time. Non-conformance was initiated so that the manufacturing facility can further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.